Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that while at a physician's office, she noted a normal mode diagnostic test of 7 limit high on (B)(6) 2010 for a vns pt. The company rep did not have any info on system diagnostics. Good faith attempts to obtain additional info from the treating physician have been unsuccessful to date.